Event description:
The patient's daughter reported the patient is unable to communicate with her scs ipg using her charging system and patient programmer after not charging her scs system for an unknown amount of time due to her caretaker not knowing how to properly charge the scs system. The patient's daughter also reported the programmer displays a 2501 comm error when attempting to communicate with the scs ipg. Follow-up identified a sjm representative was able to confirm the issue. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.